Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were high priority alarms- invalid syringe size and check clutch/plunger lever. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the motor, mainboard, and barrel clamp. As a result, the motor, mainboard, and barrel clamp were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's motor was not running. During physical inspection, it was found that there was a check clutch/plunger lever high priority alarm. There was no patient involvement, no injury was reported.